Event description:
It was reported that the patient experienced nausea and vertigo when the patient was being positioned for a diagnostic ultrasound. The machine was on at the time. When the patient sat up she felt better. When the patient lied back down, with the machine off, she did not feel nausea or vertigo. The stimulation was on the entire time and never shut off during the course of the event. The patient had experienced previous episodes of vertigo at home, thought the exact nature of the incident was not clear. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178200903488.